Event description:
It was reported that during a post operative x-ray following a rotator cuff repair procedure using a speedscrew 5.5 implant with inserter handle, a small foreign metal object was discovered near the surgical site. The doctor alleges that this is the result of an implant that bent during the initial procedure and was replaced with a back up implant. The doctor reported that there have been no pt complications resulting from this event.